Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
After the implantation of the device, it was found that the ventricles of the patient¿s brain became large. The surgeon tried to change the setting pressure but could not. On (B)(6) 2015, the device was replaced with the same new product. Further information would be provided as soon as (B)(4) receive it from the facility.

Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that the device returned was product code 82-3100 and not that of 82-3162 as initially reported. The position of the cam when valve was received was 30mmh2o. The valve was visually inspected: no defects were noted. The valve was tested for programming. The valve failed the test, the valve only programmed up to 70mmh2o. The valve was irrigated with purified water, no occlusion was noted. The valve was dried. The valve was leak tested. No leaks were noted. The valve was reflux tested, the valve passed the test. The valve was retested for programming. The valve failed the test, the valve only programmed up to 70mmh2o. The valve was then pressure tested up to 70mmh2o, the valve passed for setting 40mmh2o and 70mmh20. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the cam mechanism, and on the base plate. The cam magnets were also controlled. The magnets were ok. Review of the history device records confirmed the valve product code 82-3100, with lot chbbk6, conformed to the specifications when released to stock on the 27th february 2007. The root cause of the problem found during investigation is due to biological debris found on the cam mechanism, and on the base plate. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.